Event description:
Healthcare professional reported a xen®45 gts "broken implant due to poor slider." During implantation of the left eye. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "broken implant due to poor slider." During implantation of the left eye. No eye injury noted.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob found in the start position. A non-abbvie needle cover was returned loosely attached to the injector. The retention plug and cam lock were each returned attached to the injector. A stent was not observed within the returned packaging. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. Additional, changed, and/or corrected data: d9, h3, h6.